Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm while attempting to deliver a bolus. Reportedly, the customer cleared the alarm and resumed insulin. In addition, the customer received a temperature alarm while charging the pump. The customer's blood glucose level was 230 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion alarm was verified. The alleged temperature alarm could not be verified.